Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA. Product code: 09.804.600s lot: 82321699 release to warehouse date: 15 october 2024 expiration date: 01 october 2027 supplier: (B)(6). Manufacturing site: werk selzach a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. T his complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that patient underwent a percutaneous vertebroplasty (th11) for thoracic compression fracture on (B)(6) 2025. In the surgery, when the vbs balloon (small) was inflated, leakage of contrast medium was confirmed under fluoroscopy. Since the balloon had already been sufficiently inflated, it was immediately deflated and removed. It was noted that there was a possibility that the left and right stents may have interfered somewhat, which may have been the cause of this problem. The surgery was completed successfully without any surgical delay. Patient was stable.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: corrected data: d2.